Event description:
It was reported during a device changeout, testing revealed low ventricular lead impedance and caused the patient to experience twitching. Upon follow up, it was also reported that inspection of the silicone lead the following day revealed an absence of insulation, about 2 cm in length. The current disposition of the lead is unclear. No patient complications have been reported as a result of this event.

Event description:
It was reported during a device changeout, testing revealed low ventricular lead impedance and caused the patient to experience twitching. Upon follow up, it was also reported that inspection of the silicone lead the following day revealed an absence of insulation, about 2 cm in length. The current disposition of the lead is unclear. No patient complications have been reported as a result of this event. It was later reported that the lead was replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.